Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device: left cornua') in a (B)(6) year old female patient who had essure (batch no. B59464-left) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "insertion - had tubal spasm on left". The patient's medical history included venous insufficiency and pulmonary embolism. Concomitant products included paracetamol (acetaminophen) from (B)(6) 2014 to (B)(6) 2018. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain ("physical pain/pain/pelvic area"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2018, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 4 years 1 month after insertion of essure. The patient was treated with surgery (bilateral salpingectomy, diagnostic laparoscopy and diagnostic hysteroscopy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, depression and anxiety outcome was unknown and the pelvic pain, vaginal haemorrhage and menorrhagia had resolved. The reporter considered anxiety, depression, device dislocation, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: as per current pfs, she did not undergo essure confirmation test. She had essure inserted on (B)(6) 2014. Insertion details - female sterilization - had tubal spasm on left. Right canulated and deployed without difficulty. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Pathology test - on an unknown date: the specimen, labeled "bilateral fallopian tubes," consists of multiple pink-tan tubal portions, both of which have corkscrew-type wire extruding from them. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: pelvic pain. Most recent follow-up information incorporated above includes: on 24-jul-2019: pfs and mr received : new events - abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), depression, mental anguish and migration of essure device: left cornua and insertion - had tubal spasm on left. Event outcome, concomitant drugs, reporter information were updated. Lot number received. Event verbatim was updated as physical pain/pain/pelvic area. Incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device: left cornua') in a 38-year-old female patient who had essure (batch no. B59464-left) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "insertion - had tubal spasm on left". The patient's medical history included venous insufficiency and pulmonary embolism. Concomitant products included paracetamol (acetaminophen) from (B)(6) 2014 to (B)(6) 2018. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain ("physical pain/pain/pelvic area/pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2018, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 4 years 1 month after insertion of essure. On an unknown date, the patient experienced abdominal pain ("abdominal"). The patient was treated with surgery (hysterectomy(full),bilateral salpingectomy, diagnostic laparoscopy and diagnostic hysteroscopy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, depression, anxiety and abdominal pain outcome was unknown and the pelvic pain, vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, anxiety, depression, device dislocation, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: as per current pfs, she did not undergo essure confirmation test. She had essure inserted on (B)(6) 2014. Insertion details - female sterilization - had tubal spasm on left. Right canulated and deployed without difficulty. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Pathology test - on an unknown date: the specimen, labeled "bilateral fallopian tubes," consists of multiple pink-tan tubal portions, both of which have corkscrew-type wire extruding from them. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: pelvic pain. Batch no: b59464, production date: 2013-08-05, expiration date: 2016-08-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: plaintiff fact sheet documents received and new event abdominal pain were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device: left cornua') in a 38-year-old female patient who had essure (batch no. B59464-left) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "insertion - had tubal spasm on left". The patient's medical history included venous insufficiency and pulmonary embolism. Concomitant products included paracetamol (acetaminophen) from (B)(6) 2014 to (B)(6) 2018. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain ("physical pain/pain/pelvic area"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2018, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 4 years 1 month after insertion of essure. The patient was treated with surgery (bilateral salpingectomy, diagnostic laparoscopy and diagnostic hysteroscopy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, depression and anxiety outcome was unknown and the pelvic pain, vaginal haemorrhage and menorrhagia had resolved. The reporter considered anxiety, depression, device dislocation, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: as per current pfs, she did not undergo essure confirmation test. She had essure inserted on (B)(6) 2014. Insertion details - female sterilization - had tubal spasm on left. Right canulated and deployed without difficulty. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Pathology test - on an unknown date: the specimen, labeled "bilateral fallopian tubes," consists of multiple pink-tan tubal portions, both of which have corkscrew-type wire extruding from them. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: pelvic pain. Batch no b59464 production date 2013-08-05 expiration date 2016-08-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-aug-2019: quality-safety evaluation of ptc (product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.